Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. It was unable to test the auto off alarm or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and could not be cleared. Blood glucose value was 437 mg/dl; treated with manual injection. No significant events leading to the alarm, but she mentioned she keeps the device in her bra and it may have been exposed to sweat. The customer also reported receiving an auto off alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.